Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult maneuvering, difficult removal, and leaflet damage. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). One mitraclip xtr was successfully implanted centrally. A second xtr clip delivery system (cds) was inserted medial to the first one. When the second xtr was in the left ventricle it was very difficult to maneuver and the cds was noted to have a set in the shaft, with an approximate bend of 70 to 80 degrees. It was decided to remove this device, but there was difficulty retracting the cds into the left atrium. After removal of the cds the bend was able to be straightened; however, the posterior leaflet had become frayed. An ntr cds was inserted and successfully implanted near the medial commissure, reducing mr to grade 3. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified did not identify lot specific product quality issue. The reported patient effect of tissue damage (mitral valve injury), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A definitive cause for the difficult to position could not be determined. The difficult to remove appears to be due to challenges maneuvering the device as the shaft was noted to have a set (bend). The tissue damage appears to be due to difficulty removing the device due to anatomy interaction. There is no indication of a product quality issue with respect to manufacture, design or labeling.